Event description:
The customer reported that during the procedure, the surgeon identified a hole in the gastrostomy tube balloon. The material was stored in primary packaging sealed by the manufacturer before the event was identified. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 2316716964 was reviewed and no anomalies related to the reported issue were observed. A sample was not received for the investigation. Because the sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, corrective and preventive action is not deemed necessary. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring